Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a tear was observed at the lower right side edge of the bag. Functional testing was performed which revealed a leak at the affected area. Additional magnified inspection verified a tear/hole in the lower right side edge of the bag where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the bottom right side. The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.